Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and no delivery alarm. The customer's blood glucose value was 600+ mg/dl. The customer treated with set change, reservoir and insulin. The customer was assisted with performing 5.0 unit fixed prime and insulin exited. The customer declined to troubleshoot for high readings. The product was not returned for analysis.